Manufacturer narrative:
(B)(4). Section d4: complete device identification information was requested but not provided by the healthcare facility. Section h11: method: the subject mr290v vented autofeed humidification chamber was returned to fisher & paykel (f&p) healthcare in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned mr290v vented autofeed humidification chamber confirmed the presence of multiple cracks on the chamber dome. Further analysis of residue found inside and outside the chamber dome identified the presence of a mixture of contaminants, including sodium chloride, carbon, oxygen, and organic materials. Conclusion: the reported cracks were confirmed. Based on our investigation, the cracks are likely to be caused by exposure to an incompatible chemical, resulting in environmental stress cracking of the chamber dome. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the mr290v vented autofeed chamber state the following: do not soak, wash, or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. Do not use the chamber if the seals are not intact when received, or if it has been dropped.

Event description:
A healthcare facility in the united kingdom reported that an mr290v vented autofeed humidification chamber was found leaking water from a crack in the dome during patient use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Section d4: complete device identification information has been requested but not provided. The subject mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel (f&p) healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the united kingdom reported that an mr290v vented autofeed humidification chamber was found leaking water from a crack in the dome during patient use. There was no patient harm reported.